Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Investigation summary: the device was not returned for evaluation. Images and medical records were not provided for review. Therefore, the investigation is inconclusive for migration, perforation and limb detachment as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that sometime post vena cava filter deployment the filter perforated and migrated. Subsequently, during a filter retrieval procedure some limbs detached and remain in the patient. There were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record (DHR) review is not required. Investigation summary: the device was not returned. Images were not provided. Medical records were provided and reviewed. Approximately one-year post deployment, patient had chronic pain syndrome and pe. Two years followed by; CT showed a consistent with bilateral pe. Four years followed by, CT scan was done due to chest discomfort, which showed that the ivc filter struts were extending through the ivc wall and contacting the right lateral aspect of the aorta. Three months later, patient had pain and the patient stated that ivc filter broken into 12 pieces. Following year, ivc filter demonstrated a broken leg of the filter that appears to be outside the inferior vena cava. Later, the filter was retrieved and was intact except for a known broken leg. Therefore, the investigation is confirmed for filter limb perforation, limb detachment. However, the investigation is inconclusive for filter migration. Additionally, it can be confirmed that the patient experienced pe post deployment. However, the relationship to the filter is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. Expiry date: 032012

Event description:
It was reported through the litigation process that sometime post vena cava filter deployment the filter perforated and migrated. Subsequently, during a filter retrieval procedure some limbs detached and remain in the patient. There were no reported attempts made to retrieve the filter. The current status of the patient is unknown. New information: it was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that filter detached, perforated and migrated. The device was removed percutaneously. It was further reported that detached struts were retained outside the ivc; however the current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record (DHR) review is not required. Investigation summary: the device was not returned. Medical records were provided and reviewed. Approximately one-year post deployment, patient had chronic pain syndrome and pe. Two years followed by; CT showed a consistent with bilateral pe. Four years followed by, CT scan was done due to chest discomfort, which showed that the ivc filter struts were extending through the ivc wall and contacting the right lateral aspect of the aorta. Three months later, patient had pain and the patient stated that ivc filter broken into 12 pieces. Following year, ivc filter demonstrated a broken leg of the filter that appears to be outside the inferior vena cava. Later, the filter was retrieved and was intact except for a known broken leg. Therefore, the investigation is confirmed for filter limb perforation, limb detachment. However, the investigation is inconclusive for filter migration. Additionally, it can be confirmed that the patient experienced pe post deployment. However, the relationship to the filter is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 03/2012),

Event description:
It was reported through the litigation process that sometime post vena cava filter deployment the filter perforated and migrated. Subsequently, during a filter retrieval procedure some limbs detached and remain in the patient. There were no reported attempts made to retrieve the filter. The current status of the patient is unknown. New information: it was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that filter detached, migrated and struts perforated into organs. The device was removed percutaneously and the detached struts has not been removed after an attempted but unsuccessful percutaneous removal procedure. It was further reported that detached struts were retained outside the ivc; however, the current status of the patient is unknown.